Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was performed when the issue happened, and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) connected with customer remotely and found that the fluor failed message. Upon on troubleshooting, rse determined the footswitch was the cause of the issue. To resolve the problem, customer replaced the wired footswitch. After the repairs, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue did not affect the system. The procedure was completed as planned and restarting the system. This event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that during a procedure, system was given exposure failed message. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.